Event description:
It was reported that the patient with this right ventricular (rv) lead and pacemaker, was known to have chronic atrial fibrillation and a junctional rhythm available in the 40 bpm range. A spring contact issue was suspected. Subsequently, the rv lead was surgically abandoned and the pacemaker was explanted, due to noise, oversensing, pacing inhibition with asystole less than 2 seconds, and intermittent spikes high out of range pace measurements greater than 3,000 ohms. A new lead of a different model, was successfully implanted. No additional adverse patient effects were reported.